Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operation of thyroidectomy procedure, user connecting the nim tube wires with the nerve monitor it was initially connected and then disconnected after a couple of seconds. User then changed the tube, tried a different machine, and found we still had the same issue. After multiple attempts, it eventually stayed connected and we were able to start the surgery. The procedure was completed with backup product. There was 10 minutes delay in the procedure. There was no patient impact.